Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, several days following a laparoscopic sleeve gastrectomy procedure, the patient developed gastric leak on the mid-sleeve above incisura without stricture at incisura. There was an extensive collection with a suction medical device and endoscopic drain which was still ongoing.